Manufacturer narrative:
On (B)(6) 2025, the user reported discrepancies between continuous glucose monitor (cgm) readings and blood glucose meter measurements. Following escalation review, a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. The returned sensor underwent visual inspection, which showed that a portion of hydrogel was missing from the long end of the sensor. This finding was most likely caused by excessive force applied by the removal clamps during explant and was determined to be unrelated to the user's reported concern. Review of in-vivo sensor data available in the data management system indicated evidence of chemical degradation, consistent with oxidation of the glucose-indicating component of the sensor hydrogel. It also indicated periods of optical instability around the timeframe of the reported inaccuracies, which likely contributed to the observed differences the optical instability could not be reproduced during in-house testing. This may occur in some instances where a failure mode present in the body is not replicated in the laboratory. The root cause of the observed optical instability could not be determined but may be related to patient-specific physiological or environmental conditions around the sensor hydrogel in vivo affecting sensor performance.

Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that user's cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the in-vivo raw sensor data showed optical instability around the time frame of the reported inaccuracies. This most likely contributed to the inaccuracies reported. B4. Date of this report 29 sept 2025. G3. Date received by the manufacturer? 29 sept 2025. H6. Type of investigation updated to 4114, 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below set of examples for review. Date time sg value bg value a. (B)(6) 2025 10:32 pm / sg 46 bg 108 / trend arrow horizontal. B. (B)(6) 2025 06:13 am / sg 42 bg 97 / trend arrow horizontal. C. (B)(6) 2025 07:18 am / sg 45 bg 112 / trend arrow horizontal. D. (B)(6) 2025 08:35 am / sg 46 bg 121 / trend arrow horizontal. The issue was escalated to next level support who reviewed the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.